Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, the radiologist identified that the patient's PICC catheter has migrated and is positioned in the brachiocephalic and right jugular veins. A review of the medical records revealed that, on (B)(6) 2024, a minimally invasive PICC catheter was inserted, using an echoguided insertion technique, with the insertion site in the middle third of the arm, puncturing the basilic vein of the left upper limb - successfully, on the first attempt, with an anesthetic button (xylestesin 2% s/vaso). The 41 cm catheter was cut and inserted without difficulty, maintaining good blood flow and reflux. The catheter was fixed with statlock and left at mark 0. A chest x-ray was taken to confirm the path and tip of the catheter. During a bedside visit, patient reported that in the days following the insertion of the device, he was stable without pain or any discomfort during the infusion of parenteral nutrition. He also emphasized that he did not believe that the event was related to the insertion of the device, since tests had been carried out after its insertion without any discomfort over the following six days. The catheter was intended exclusively for the infusion of parenteral nutrition with a volume of approximately 1500ml. On the seventh day, he began to experience intense pain in the clavicle/neck region associated with local edema which did not subside with the use of analgesics. On (B)(6) 2024, when his cervical edema worsened and he complained of pain, he underwent a CT scan of his neck. It was observed that the venous access led to the right brachiocephalic and internal jugular veins, highlighting the poor opacification of these vessels, which showed ill-defined contours/walls, with signs of damage to their walls in the region of their confluence, showing venous thrombosis of the brachycephalic trunk. The patient was referred to the hemodynamics for phlebography of the iliac, inferior vena cava, superior vena cava and tributary vessels. The catheter was removed and discarded because it was contaminated. Additional information received on 12 aug 2024: it was reported, the patient was referred to hemodynamics, and inferior and/or superior cava phlebography and retrograde phlebography by catheterization - unilateral (hca) were performed. Medication administered: exclusive access for parenteral nutrition administration. The patient evolved stable, in an open unit bed, hemodynamically stable, afebrile, without antibiotics, spontaneous diuresis, without complaints. On full anticoagulation with clexane due to PICC catheter-related brachycephalic trunk venous thrombosis, without externalizing bleeding.